Event description:
It was reported that the patient had a recent battery replacement and during checks, impedance was within range. The patient came back into clinic and had high impedance observed. The physician stated patient would not be sent in for revision as their seizures are under control. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient continued to be seen with high impedance. Patient had x-rays done prior, and the vns system looked intact, no lead breaks seen. No surgery is planned as patient's seizures continue to be under control. X-rays have not been received for manufacturer review.

Event description:
Additional parameters were received.